Manufacturer narrative:
A revision surgery was performed due to pain and fracture. A polarstem stem std ti/ha 4 non-cem was replaced. Due to the information given, it can only be assumed that a periprosthetic fracture occured. Several attempts have been made to obtain clinical/medical documents. It has been communicated that no information would be coming. Also communicated is that the doctor stated ¿this revision was not caused by device but patient fell down.¿ without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Furthermore, the article complained about is not available. A product evaluation could not be performed. The documentation review reveals no abnormalities according to the standard operating procedures. In our IFU for hips 12.23 bone fracture is a known possible side effect. A fall further favors a fracture of the bone. At that time of investigation the root cause remains undetermined due to insufficient information. If medical documents or other information get available, the complaint will be re-opened and further activities can be planned. Until then, we kindly ask you to continue reporting any anomalies with our products to the appropriate smith & nephew representative or office for investigation.

Event description:
It was reported that a revision was performed due to severe pain and fracture. Dr states that this revision was not caused by device but patient fell down.